Event description:
During a gastrectomy, the device misfired. The device closed and dialed down within the green zone, fired and when the stapler was removed the stomach fell open. There were loose unformed stapler in the abdomen, undigested food spilled into the abdomen, this was irrigated and antibiotics were administered. It is unknown how the case was completed.